Event description:
During removal of the mediport, the catheter and port became disconnected and the catheter slipped to a completely intravascular location. This was confirmed by fluoroscopy. The patient had to go to the cardiac cath lab for retrieval of the catheter later in the day.manufacturer response (as per reporter) for port-a-cath / mediport, cath MRI low pro 6.6 fr. Bardjust starting to investigate event.